Event description:
Event 1 [redacted date] lot 35577376: rail was free not moving over the guidewire. Event 2 [redacted date] lot 35576192: catheter not able to be removed over wire. Wire and catheter removed together successfully.